Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button error alarm. The intermittent button response was due to moisture damage on keypad trace. No moisture damage electronic assembly. The insulin pump did have a scratched lcd window, cracked display window corners, battery tube threads cracked, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad, and had moisture damage. The customer's blood glucose reading was 76 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.